Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the calcified left common femoral artery was attempted using a proglide device via 5fr sheath after an endovascular aortic repair procedure. Reportedly, the proglide device was not flushed prior to use. The proglide was inserted; however, back flow from the marker lumen was not confirmed. Flushing of the marker lumen was attempted; however, no flow was achieved. An additional proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿no back flow from the marker lumen¿ was not confirmed. Reportedly, the proglide device was not flushed prior to use. It should be noted that the electronic proglide instructions for use (IFU) states: verify marker lumen patency by flushing the marker lumen with saline until the saline exits the marker port. In this case, the IFU deviation likely did not contribute to the reported difficulties. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Na.